Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switching was observed on the device due to competitive atrial pacing. Programming changes were made. No further information.